Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results of 185, 519 and 492mg/dl.the expected fasting blood glucose test result range is165 to 170mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/22/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:185mg/dl date: (B)(6) 2018 time:04:29pm fasting, result 2:519mg/dl date: (B)(6) 2018 time:04:24pm fasting, result 3:492mg/dl date: (B)(6) 2018 time:04:24pm fasting, result 4:586mg/dl date: (B)(6) 2018 time:03:30 pm fasting, result 5:hi date: (B)(6) 2018 time:03:30pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 6/4/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results of 185, 519 and 492mg/dl. The expected fasting blood glucose test result range is 165 to 170mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/22/2019 and open vial date is 05/07/2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6).